Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called reporting low and rapidly dropping blood glucose (bg), measured at 51 mg/dl. The agent confirmed the patient was safe with someone present, encouraged treatment with fast-acting carbohydrates (licorice), and reminded the patient not to overtreat. The patient noted that an infusion site had fallen out earlier and may have contributed to the issue, as he had only reattached it. The agent advised a full supply change, which the patient agreed to complete. No further concerns were reported. During the event, the patient experienced headache and sweats. No medical intervention required at the time of call.